Event description:
Defibrillator would not power on. The leds were not lit. Tried powering the device with a known good battery, but that did not resolve the problem. There was no report of pt involvement.